Event description:
It was reported while using bd ultra-fine¿ mini pen needles 31g x 5mm the device was not properly sterile. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: a patient using the medicine ominitrope contacted us today requesting a needle bonus. He informed us that the box he had previously received came with several needles with problems, some came without the purple seal, and others came loose before carrying out the procedure. The app.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles 31g x 5mm the device was not properly sterile. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: a patient using the medicine ominitrope contacted us today requesting a needle bonus. He informed us that the box he had previously received came with several needles with problems, some came without the purple seal, and others came loose before carrying out the procedure. The app.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.